Event description:
Healthcare professional (hcp) reports low ultrafiltration while using the psn membrane. The hcp stated the incident occurred with the fluid removal set at 2 kilograms/hr. No pt injury or medical intervention reported per hcp.